Event description:
It was reported that a patient received a vibratory notifier for an episode of non sustained lead noise. It was observed that the sensing latency on the far-field channel resulted in non-sustained lead noise episodes. Progamming changes were recommended. The patient will be monitored. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.